Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(6)..

Event description:
It was reported that the patient was implanted a biolox® delta, ceramic femoral head, m, 36/0, taper 12/14 on unknown date and that the patient experienced pain in the hip, observed during the rehabilitation on a bicycle. X-ray inspection was performed and it showed, that the biolox insert was ruptured. A revision surgery was performed on (B)(6) 2017 to explant the biolox insert and the biolox head.

Manufacturer narrative:
Additional information was received. The investigation results were provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis no trend was identified. Event description event summary: it was reported that the patient had underwent primary tha on left hip with avenir stem, continuum cup, biolox delta liner ii/36 and biolox delta head 36/0. Only four weeks after the operation, dated (B)(6) 2017, patient heard a sound during the rehabilitation on a bicycle, without any pain or others problems. Next week he came again, because he heard a strange sound. The x-ray inspection was performed and it was observed that the biolox insert was ruptured. Subsequently, the patient underwent revision surgery on (B)(6) 2017. Biolox insert and the biolox head were explanted. Review of received data. Undated left hip lat view x-ray named as primary: assumed to be taken post-op. No problems observed related to the ceramic head and liner. Undated left hip lat view x-ray named as broken: assumed to be taken pre-revision surgery. The head component is not centered in the acetabular component anymore. Pieces of broken insert is visible around the head. No other problems noticed. Undated left hip lat view x-ray named as revision: assumed to be taken post-revision surgery. New head and liner implanted. It seems like there are still some very small pieces of ceramic liner left in the patient, around the greater trochanter. No surgical notes were received. Devices analysis visual examination: an unbroken ceramic ball head, four large, two small and three very small fragments of a ceramic insert were submitted insert: the ceramic insert cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert this secondary metal transfer was produced by rubbing between metal parts and the fragments of the ceramic insert after the primary fracture event. Thus , it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected in region g/h of the insert. Such metal transfer patterns cannot be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal cup. Additionally, metal transfer can be found on the transition l/j. This metal transfer indicates a misaligned position of the insert in the metal cup, too. However, it cannot be decided clearly, whether this metal transfer occurred prior to or after the primary fracture event. The fragments have been rubbed against each other in the time between the primary fracture event and the delivery of the fragments for the investigation. Due to this mechanism secondary chipoffs occurred on the fracture surfaces. Therefore information probably got lost which might have been helpful in the failure analysis. Due to that fact and due to missing fragments the primary fracture surface and the fracture origin cannot be found. Ball head: there are metal transfer patterns of erratic appearance on the outer surface, on the face and on the outer chamfer of the ball head which are clearly assigned to secondary effects, I. E. Rubbing between ceramic and the metal parts after the fracture event of the insert and during the extraction of the ball head. Such patterns do not provide any information about the cause of the fracture of the insert. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region c. These primary metal transfer patterns can be found on the conical bore surface. The ball head does not provide any hint regarding a possible cause of t he fracture of the insert. The density was determined on the fragments of the insert. The measured average relative bulk density is complying with the delivery specification for biolox®delta components(larger than or equal to 99 %). Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Material certificates are reviewed and it is confirmed that the products were manufactured according to the specifications. See the attached raw material certificates in the product details. Root cause determination using dfmea: fracture of ceramic liner caused by head due to liner design - too thin, wrong material, wrong diameter (includes potential to have microseparation) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. -: liner fracture caused by stem due to articulating surface wear => not possible: no surface wear due to insert-head contact before the breakage could be noticed. Fracture of ceramic liner caused by head due to use of unapproved (non-ceramic and competitor) head => not possible: product combination is approved. Fracture of ceramic liner caused by head due to mismatch of head/liner articulation diameters (zimmer delta head) => not possible: head/liner articulation diameters are matching fracture of ceramic liner caused by head due to surgeon chooses wrong size liner => possible: size of the metallic shell is not known, therefore cannot be excluded. Fracture of ceramic liner caused by head due to surgeon does not follow surgical technique => possible: as the metal transfer on the ceramic insert shows that it might have not correctly positioned in the metallic shell. Liner fracture caused by stem due to malpositioned liner => possible: as the metal transfer on the ceramic insert shows that it might have not correctly positioned in the metallic shell. Conclusion summary: according to the event, patient underwent a revision surgery due to ceramic liner breakage after 6 weeks in-vivo time. For the investigation of the complaint we have received a broken ceramic insert and an unbroken ceramic ball head. The density of the insert was analysed and found to be complying with the delivery specification for biolox@ delta components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any preexisting material defect. The ball head does not provide any hint regarding a possible cause of the failure of the insert. Investigation of the insert showed that an insufficient or misaligned fixation of the insert in the metal shell during the surgery is the most likely reason for the fracture of the insert. It is not known which metallic shell was combined. Therefore, it is also possible that the size of the shell was not matching with the size of the insert. However, an exact root cause could not be determined. Zimmer (B)(4) consider this case as closed. (B)(4). .

Manufacturer narrative:
Additional information was received and is filed in this report. The devices have been received, the investigation is ongoing. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported: a patient was implanted with a biolox delta taper liner ii/36 6 on (B)(6) 2017 and the patient announced a sound (once) after about 4 weeks, after riding a bicycle, without any pain or others problems. One week later he went for an appointment to the doctor since he heard strange sound. An x-ray has been made and it was detected, that the implant (insert) was in a different position, hence the surgeon decided to perform a revision surgery. It is also reported, that all pieces of the broken insert were removed during the revision surgery.